Event description:
It was reported that patient underwent an ankle syndesmosis procedure utilizing a bone to bone soft anchor system on (B)(6) 2015. During the procedure, the anchor was inserted into the first cortice of the tibia as intended, but came out the lateral side of the tibia as the suture was being tightened down. The patient retained the titanium button and the anchor as they were held tightly to the fibula. Another syndesmosis device was utilized to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.